Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for a life sustaining infusion, it was noted that the cassette was faulty. No patient consequences were reported. No adverse effects were reported.